Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, strong impact or hard object caused the reported phenomenon. It was presumed that the pin of the video connector receiver was worn out due to repeated use for a long period of time (3 years or more after delivery), or that the pin was worn out due to the user connecting the video connector strongly. It was presumed that this caused the phenomenon reported. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection determined worn out pin inside video connector causing unstable image. Scratches on top cover of the unit was observed. Crack on main switch housing was noted. The identified parts were replaced, device was repaired. Once completed the device was tested and passed all required testing and specifications. Based on evaluations findings damaged pin on the video connector was observed causing unstable image. Failure attributed to electronic component failure. Probable cause could be due to users handling maintenance issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported during an asset return inspection the device was found with worn out pin in the video connector causing unstable image. There was no patient involvement on this event. No user injury reported.